Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported that during a spine surgery the burr/cutter device would not release from the attachment device. There was no delays in the surgical procedure an identical spare device was available for use. The surgery was completed successfully. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual sample was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence suggests this was due to damage of the locking mechanism from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).